Manufacturer narrative:
During the revision surgery, the surgeons replaced the loose screws adding s2 sacro-alar-iliac screws and removed the oblique cage at l5/s1. Then, they cleaned the disc space further and reinserted the original mectalif oblique cage. The surgeons were satisfied with the result. On 16 september 2016 the r&d director performed a preliminary investigation and commented as follows: pedicle screw loosening is a well known complication in posterior spinal instrumentation surgeries with or without anterior cage support. According to galbusera et.al the loosening in non-osteoporotic patients is between 0.81 and 2.8%. There are publications which report pedicle screw loosening up to 15% in non-osteoporotic patients. Taking osteoporotic patients into account and consider posterior dynamic stabilization the loosening rate can be even higher. This means that the event reported is a known complication with these types of pathologies treated with posterior instrumentation. The screws used in the primary surgery which seems to be the main cause for the loosening are not from medacta. The surgeon used the mectalif oblique cage from the primary surgery again. This is a clear indication that there was most likely no infection inside the disc space which potentially can be associated to the cage. Batch review performed on 03 october 2016. (B)(4).

Event description:
After initial t10-s1 fixation with l3-s1 mectalif oblique, the s1 screws (non-medacta products) loosened postoperatively. In addition, the oblique cage at l5/s1 (medacta product) dislodged posteriorly.